Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the middle portion of the lead was returned for analysis. Visual analysis noted two external insulation abrasions consistent with friction to the device can was noted proximal to the suture sleeve tie impression. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.